Manufacturer narrative:
The device was explanted. The patient was successfully weaned and survived. The device is available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the direct surgical approach in a 79-year-old male patient for elective placement. The patient had a history of known coronary artery disease, diabetes mellitus, and renal insufficiency. The patient¿s clinical state prior to initiation of support was identified as scai shock stage a. During support, the patient experienced surgical bleeding overnight requiring blood products. Impella position was confirmed, and no hemolysis was noted. There were no allegations against the device. The impella continued to function at p-5 2.4 l/min as intended, and the patient remained on support. Bleeding may occur in the setting of surgical procedure and the anticoagulation/purge requirements associated with impella support.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.